Event description:
It was reported when using the bd pyxis medstation system, drawer failed and showing some difficulty in opening. The customer stated that there was a delay in dispensing medications due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the rails and drawer to resolve the issue the system functioned as intended after the field service engineer troubleshooted the device.